Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that he was trying to bolus for his dinner and the keypad was not working and then gave him button error alarm. Troubleshooting was done. Customer's blood glucose was 175 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture to keypad traces. No button error alarms were noted. The device was received with cracked case near lcd window corner, cracked lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. Minor scratches to lcd window and scratched reservoir tube window were also noted. It had a stained address and or serial number label and stained end cap sticker.